Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the valve was received loaded in the capsule of the delivery catheter system (dcs). The device was received with the capsule partially open. The handle appeared intact. The tip-retrieval mechanism appeared intact. The deployment knob appeared intact. The device was returned with the end cap/screw gear snap fit connected. The proximal end of the capsule was observed to have separated. The capsule material was jagged and uneven. Several voids were observed over the nitinol reinforcing frame along the distal end to the proximal end of the capsule. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A device history record (DHR) review was performed on the dcs and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The reported event indicated that the dcs could not be advanced. Difficulties advancing the dcs through patient anatomy was known to be related to procedural factors, user technique, and/or patient anatomy (angulation, calcification, tortuousity, etc.). In this case, it was noted that the femoral artery was calcified. This indicated that the most likely cause of the advancement difficulties was calcified patient anatomy. It was reported that the dcs was twisted many times in the attempt to advance. The evolut system instructions for use (IFU) instructs "do not rotate the catheter as it is advanced". When the dcs was removed from the patient the capsule was noted to be separated. The dcs was returned to medtronic for analysis. Voids were observed on the capsule, which indicated delamination between the capsule outer polymer and the nitinol frame. This typically occurred when the capsule was subjected to a bending force potentially after tracking through tortuous anatomy, or if a valve has been misloaded. The capsule was observed to be separated, confirming the reported event. Capsule separation typically occurred due to excessive compressive forces applied during the valve loading process. This excessive compressive force was experienced when the valve is loaded incorrectly. It could not be determined if the valve was correctly loaded onto the dcs. A new valve and dcs were used. No adverse patient effects occurred as a result of this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) has not been returned for analysis, however, the return is anticipated. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, into a calcified femoral artery, the delivery catheter system (dcs) was twisted multiple times by the implanting physician, however the dcs could not be advanced. The dcs was removed from the patient and a capsule separation was observed. A new valve and dcs were used. No adverse patient effects were reported.